Event description:
It was reported that the customer received a motor error alarm that could not be cleared. Customer was not using the sensor feature. Customer's blood glucose was 21.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received functioning properly and the motor was tested outside the device and passed. No motor error alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The insulin pump has cracked reservoir tube lip.